Manufacturer narrative:
The device is currently undergoing eval, results are pending.

Event description:
The physician reported that "the luer lock on the device syringe broke loose during surgery and pushed the cannula back to a loose, poorly secured state." As the surgeon instilled the product, the cannula disengaged from the syringe causing a corneal tear.